Event description:
Report received of an undocumented number of undocumented incidents of the collection tube leaking. The customer reports that viral cultures are sent to an off-site laboratory. The tubes are put into a transport bag and cooler. When the tubes arrive at the off-site lab it has been reported that the fluid has leaked out of the tube and into the bag. The tubes are intact and the lids are intact, but the fluid is in the bag. There have been reports where some of the patients have needed to be re-stuck for additional specimen collection. There have been no reports of adverse patient events. Add'l pt info was requested, but no further info was available.